Event description:
On dec 11, 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultrasmart meter was displaying the battery indicator symbol. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. In 2009, the pt noted the reported meter was displaying the battery indicator symbol. The pt replaced the battery; however, the battery indicator symbol was still displayed. He was unable to obtain a blood glucose reading. Two days later, the pt experienced the symptoms of shaking, dizziness and lightheadedness. The pt visited his physician, who tested the pt's blood glucose level to be 'low'. The pt was treated with food. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test his blood glucose levels due to the meter issue, and received medical attention and treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.